Event description:
Inflammatory reactive granulomatosis (inguinal) [inflammation]. Case description: spontaneous report received on (B)(6) 2009 from a pharmacist regarding a female pt (age and initials unk). The pt had a medical history of diverticulitis with perforation, fistula and ileus in 2003 or 2004. In (B)(6) 2009, the pt underwent surgery for ileus due to adhesions during which seprafilm was applied (location not provided). Beginning (B)(6) 2009, the pt was experiencing recurrent inguinal granulomas of unk origin leading to recurrent episodes of fever. The episodes improved after therapy with trimethoprim/silfametoxazol (bactrim) but never resolved completely. In (B)(6) 2009, the pt was hospitalized for another episode of inguinal granulomas with fever. The fibrinogen value and the crp value were increased, the latter was 200 mg/l. The pt was again placed on bactrim therapy and etiologic research was re-initiated. The intensity of the events and the causality assessment were not provided by the reporter. As of the time of this report, the outcome of the pt was unk. Quality assurance investigation summary was received on (B)(6) 2009: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance was unable to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be reopened and the appropriate investigation will be conducted. Follow-up info was received from a physician on (B)(6) 2009. The (B)(6) female pt, initials (B)(6). Had a medical history or rheumatic fever (in childhood), and gastric ulcer (15 years ago) and surgical history of appendectomy, hysterectomy with salpingectomy for fibroma (1991) and sigmoidectomy for sigmoiditis on diverticulosis (2003) which was complicated by colonic stenosis for which endoscopic dilatation attempts failed (peritonitis, recto-vaginal fistula formation). The pt had consequently underwent hartmann surgery and intestinal continuity was established in (B)(6) 2003. In (B)(6) 2009, the pt underwent surgery for ileus due to adhesions and seprafilm was applied. Since (B)(6) 2009, the pt complained of diffuse abdominal pain leading to weight loss of (B)(6) and secondary depression. The pain was associated with inflammation characterized by increased crp value of approx. 30 mg/l and recurrent episodes of fever. The pt was treated with trimethoprim/sulfametoxazol (bactrim) that led to clinical improvement and normalization of the lab results but without full recovery. Since (B)(6) 2009, the pt's pain worsened again and was now clearly localized on the right fossa iliaca with pain projection on supra-pubic region and on both inferior limbs. The painful right iliacal region was corresponding with the region of seprafilm placement. The pain was continuous and not relieved by nefopam (acupan). On (B)(6) 2009, the pt was hospitalized. Entero-CT scan carried out on (B)(6) 2009 showed no anomaly on the parietal loops of the small intestine. There was a finding of hypodense structure on 3rd duodenum that might have been a lipoma. The crp value was 103,2 mg/l and fibrinogen 8 (unit not reported). The pt's blood work up showed normocytic, normocchome and regenerative anemia with haemoglobin (hb) value 8,9 g/dl and 80000 reticulocytes. Serum electrolytes and urine examination were normal. Blood culture, bacterial urine test, coproculture, stool screening for parasites and immune testing for anca ana ana were negative. Ferritin was increased at 600. Sample from the inflammatory iliacal region was sent for bacteriological testing (results pending). The thyroid gland function was normal. The pt was scheduled to be hospitalized again for colonoscopy and complete entero-CT scan. The hypothetical etiology was inflammatory reactive granulomatosis or secondary infection. The physician assessed the intensity of the reported event (diagnosis) as severe and the relationship as probable. As of the time of this report, the pt had not recovered. Manufacture's comment: the benefit-risk relationship of seprafilm is not affected by this report.

Manufacturer narrative:
Evaluation summary: no sample was returned and no lot number was provided by the user facility; therefore, genzyme quality assurance was not able to perform an evaluation or lot history review. If a lot number is provided in the future, this complaint will be re-opened and the appropriate investigation will be conducted.